Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left-smooth round moderate profile 300cc saline breast implants, lot number 262021. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated, and the right side has issue with capsular contracture baker grade unknown, after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.

Manufacturer narrative:
New report received on 9/25/2018, indicated that the right side was deflated not the left side as it was indicated in the initial report, also the issue of capsular contracture is with the left implant not the right implant as it was reported previously. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/1/2018, mentor received additional information indicating that the device would be explanted on (B)(6) 2018. Manufacturer's reference number: (B)(4).